Event description:
(B)(4). It was reported that the lens of the inlight camera cover allegedly fell out of the cover. There was no patient involvement reported and no adverse consequence reported.

Manufacturer narrative:
There was no reported patient involvement therefore, no patient data exists. The camera cover involved in this report has not yet been returned to the manufacturer. Additional investigation is ongoing. The catalog number provided is for the in-light camera cover which is the component identified as allegedly malfunctioning. Evaluation summary: the glass of the sterilizable in-light camera covers was reported to have fallen out of the cover. The cover has not yet been returned to the manufacturer for additional evaluation. As a result, no conclusion as to the cause of this reported event can be determined at this time. The investigation is ongoing. There was no patient involvement and no report of any adverse consequences to the patient or caregiver. This is not a single use device.